Manufacturer narrative:
Internet blog address: (B)(6).

Event description:
Medtronic representative reported, information observed on the internet as a result of reading an article by dr (B)(6). In response to the article, a male patient entered a comment, he described having the venaseal procedure on (B)(6) 2016. Approximately 10 weeks¿ post procedure, the patient described the development of a lump the size of a golf ball at the top of the treated leg which subsequently erupted. A smaller lump developed behind the knee.